Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019 the user reported that he could not hear anything when using the audio processor (ap). No information was received from the hospital regarding this case until (B)(6) 2019 when the explant was delivered to (B)(6).

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire. The detected damage is likely caused by chronic implant movement, which led to device failure over time. The problems given in the patient report seem to be congruent with the damage found. This is a final report.

Event description:
On (B)(6) 2019 the user reported that he could not hear anything when using the audio processor (ap).